Event description:
Information received indicates the siderail will not lock into the raised position.

Manufacturer narrative:
The technician replaced a missing bolt in the siderail latch assembly to repair the stretcher.